Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Without the product to examine, no determination can be made as to the contributing factors to the reported difficulty encountered removing the device. Moreover, the return of the device may have aided the investigation in determining a cause for the reported product experience. Contributing factors, such as manufacturing or tissue compaction that results in distal force being applied to the locator wings that bend them distally and restrict there proper retraction into the clip delivery tubeset. This may have been a contributing factor to this event, but cannot be confirmed. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed indicating no other incident of difficulty encountered removing the device reported for this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after a coronary dilatation procedure, arteriotomy closure of the common femoral artery was achieved using a starclose se device. Reportedly, after clip deployment, difficulty was experienced removing the device from the tissue. In accordance with the instructions for use, a dilator was inserted into the access ports to unlock the thumb advancer and clip delivery tubeset to enable their proximal retraction, but was unsuccessful. The operator "pulled strongly" on the device, which was painful for the patient. The device finally released with no consequence or pain to the patient. Additionally, the starclose se device clip was well positioned with good vessel closure. Manual arterial compression was not required. The product experience did not cause a clinically significant delay in procedure. There were no reported adverse patient effects. The physician is trained in the use of the starclose se. Though requested, no additional information was provided.